Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: since this phenomenon occurred in less than one year of manufacture, there is a possibility that the fan motor accidentally led to a failure. The above did not lead to the investigation of root cause. In addition, we have confirmed that this phenomenon was not caused by the product or the manufacture, and that there were no problems with the safety. As a conjecture, it is somewhat likely that a phenomenon in which the power supply did not start occurred due to a failure of the fan motor. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint was not confirmed. The device powered on and off several times throughout the inspection process and the system booted up with no issues each time. The fan did not meet specs during fan speed test. The fan did not meet the required revolutions per minute rpms on the lower temperature, but was ok on the higher temperature. No errors appeared on the error log. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, the video system would not completely power on and remained stuck on the self-test. There was no patient involvement as the rooms are prepped prior to the patient being brought in. No further information was provided.